Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon would not inflate with saline in the catheter. Per follow up via phone on 17nov2020, the catheter inflated with 10cc, but the balloon would not inflate. The catheter was removed and replaced. The customer noted that the catheter inflated with the sterile water, but not with the saline. Also, the catheters changed color to white after a week of use.

Manufacturer narrative:
The reported event was unconfirmed since the device meets specifications. No root cause could be found because the reported event was unconfirmed. Received one red lubricath foley catheter without original packaging. No notable defects were seen on the catheter. The catheter was inflated with 10cc of distilled water. The balloon inflated asymmetrically, and settled at approximately 60:40 symmetry which meets specification. The catheter was left to sit for about 10 minutes. The catheter was then deflated. No holes, leaks, or any abnormalities were seen. The reported event was unconfirmed as the catheter was able to inflate. The product meets specification, as it would pass the functional leak testing. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as the reported event was unconfirmed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the balloon would not inflate with saline in the catheter. Per follow up via phone on 17nov2020, the catheter inflated with 10cc, but the balloon would not inflate. The catheter was removed and replaced. The customer noted that the catheter inflated with the sterile water, but not with the saline. Also, the catheters changed color to white after a week of use.